Event description:
It was reported that the 9800 system, after fluoro, will continue to fluoro before stopping. It was noted that this started intermittently about one week ago. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Adjusted the 5v power supply in both the mainframe and workstation. Tightened the transformer lugs. The system was tested and found to be working as intended and placed back into service.